Event description:
It was reported that a minicap extended life pd transfer set had a broken valve (twist clamp). This was observed during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h3, h6, and h10: h10: the actual device was not available; however, three (3) photographs of the sample were provided for evaluation. The photographs were reviewed and showed the twist clamp was separated from the light blue main body. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.